Event description:
The initial reporter received questionable ise indirect gen.2 k results for two patients tested on a cobas 4000 c (311) stand alone system. On (B)(6) 2022, the customer reported the sample and reagent probe were exchanged. On (B)(6) 2022 and prior to patient testing, the customer stated the qc was within the acceptable range. The initial k results were reported outside the laboratory. The customer stated, "there was green/yellow liquid leaking from both the sample and reagent probe." The customer performed repeat testing with the samples on a different cobas 4000 c (311) stand alone system. On (B)(6) 2022 and at 21:00, patient 1's initial k result was 5.6 mmol/l with a data flag. The patient's physician questioned the reported result. On (B)(6) 2022 and at 11:57, patient 1's repeat k result was 4.7 mmol/l. On (B)(6) 2022 and at 23:35, patient 2's initial k result was 7.9 mmol/l with a data flag. On (B)(6) 2022 and at 23:52, patient 2's repeat k result was 5.3 mmol/l. The customer determined the repeat k results to be correct. The k electrode lot number was 7745 with an expiration date requested but not provided.

Manufacturer narrative:
The field service engineer replaced the gear pump. The investigation is ongoing.

Manufacturer narrative:
The investigation reviewed the customer's previous calibration results and found calibration alarms were present. The investigation confirmed the customer's qc results were within the acceptable ranges. There was no indication of a performance issue with the reagent. The customer's sample pre-analytical details were acceptable. The investigation found an abnormal probe sucking alarm in the system alarm trace. This is an indication of possible poor sample quality. The field service engineer found the sample and reagent probes were dirty and had a green/yellow substance dripping. He replaced the water pump in addition to the gear pump. After service, the customer performed calibration and qc with acceptable results. The investigation determined the service actions resolved the issue.